Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 300 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated that the patient was at school when they started noticing that they were not feeling well, and their bg levels started to rise. The patient was picked up from the school and taken to the emergency room. Prior to arriving at the ER, they noticed there was leaking from the pod site, and the cannula had dislodged from the pod site on their leg. The pod was removed and a new pod was applied. The patient was experiencing vomiting, blurred vision, nausea, and headaches. The patient was diagnosed with almost getting into ketoacidosis but because they had changed the pod, this was avoided. The patient was treated with 2 bags of intravenous fluids, and they were kept until the numbers came down. There was also blood tests performed. The patient was discharged approximately 2 hours later (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 17.5. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.